Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer tried various troubleshooting steps, including different wall adapters and charging cables, without success. Technical support decided to replace the pump, and customer was instructed to use multiple daily injections as backup insulin therapy. A replacement pump was sent, and customer agreed to return the defective pump using a pre-paid label.